Event description:
Lap chole - "on the 3 clip when it was deployed the jaws of the clipper remained closed over the vessel and wouldn't release from the vessel. With controlled force and another grasper they were able to pull the clipper off without damaging the vessel." Pt status: "normal".

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly; however, slight sticking of the handle was noted. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause of your experience is attributed to an internal component that can get caught when the trigger is released slowly; however, the trigger was able to reset with minimal force. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements intended to further minimize the potential for this type of incident to occur. This lot was built prior to the implementation of this enhancement. This document represents our final report.